Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-17389 - device 4 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, patient complained about seven infusion sets that fell off during use. The infusion sets were in use for one to two days. Patient replaced infusion sets foe all the events and resumed insulin successfully. No further information available.